Event description:
Readmission due to infected cardiac pacemaker pocket with secondary sepsis. 12/30/93 pacemaker insertion; returned 6/9/94 for new atrial lead due to non-capturing. Developed swelling at site several days prior to 7/2/94 admission.